Manufacturer narrative:
The pusher assembly with the implant coil was returned for evaluation and the pusher assembly was found broken with the release wire pulled back likely causing the coil to detach (which is an alternate detachment method stated in the instructions for use).(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. During preparation, it was reported that the implant coil prematurely detached inside the introducer sheath.